Event description:
A physician reported that a capsular tear occurred during a cataract surgery. The event happened during the removal of the capsular bag because the capsulorhexis was not completed. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).